Event description:
On (B)(6) 2013, patient reported the rubber casing around the up/down button on the infusion device has worn away. Patient stated consequently the buttons do not always work very well anymore. Patient reported sometimes you have to press a few time or press quite hard for the button to respond. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result the soft components of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. The buttons passed the functional investigation successful and comply with the specification. Consumables the adapter and the battery cover passed the optical inspection. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.